Manufacturer narrative:
The concentrator reportedly keeps shutting down and has an odor of smoke. The concentrator was returned for an evaluation. The concentrator was run for 3 hours and shut down for low o2. No smoke or odor of smoke was evident. Further inspection of the concentrator showed a hole in the heat exchanger from resting on the top of the compressor. Review of the incident indicates that the concentrator worked as designed and shut down. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. Complaint history was reviewed and this is an isolated incident. Manufacturer continues to monitor complaint history. MDR filed based on malfunction. (B)(4) - device evaluation completed. Condition of return: the unit is in fair condition. Result analysis: visual: the concentrator has 579 hours showing on the hour meter. It is slightly dusty inside and the heat exchanger is resting against the top of the compressor. The heat exchanger has a hole in it. Functional: the concentrator was powered on and operated for 3 hours when the yellow light came on and the unit shut down for low o2. There was no smoke or odor of smoke. Conclusion: the heat exchanger had a hole in it from resting on the top of the compressor during operation. This caused the unit to shut down. A corrective action to add a ty-wrap to suspend the heat exchanger and thus eliminate contact with the compressor was implemented (B)(4) 2011. This concentrator was manufactured prior to that date.

Manufacturer narrative:
The concentrator reportedly keeps shutting down and has an odor of smoke. The concentrator was returned for an eval. The concentrator was run for 3 hours and shut down for low o2. No smoke or odor of smoke was evident. Further inspection of the concentrator showed a hole in the heat exchanger from resting on the top of the compressor. Review of the incident indicates that the concentrator worked as designed and shut down. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. Complaint history was reviewed and this is an isolated incident. MFR continues to monitor complaint history. MDR filed based on malfunction.

Event description:
The unit allegedly keeps shutting down and has an odor of smoke. No injury is alleged.

Event description:
The unit allegedly keeps shutting down and has an odor of smoke. No injury is alleged.